Event description:
Major pump unit(s) involved: external control system failureadditional text: sent to thoratecspecific component(s) involved: external controller malfunctionadditional text: sent to thoratecother component:causative or contributing factor: patient noncompliance in device maintenance and protection; patient error in caring for systemother cause:intervention(s): replacement of external controller; replacement of other component, specifyother intervention :type: lvad

Event description:
Major pump unit(s) involved: external control system failure. Specific component(s) involved: external controller malfunction.